Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardiac monitor (icm) exhibited a false tachycardia episode due to oversensing t-waves. It was further reported that the device was also undersensing noise. The icm remains in use. No patient complications have been reported as a result of this event.